Event description:
The driver was returned to the MFR for service, and during the investigation, the device ran on its own. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for service and evaluation. A condition of the device running on its own was found. Based on the investigation details, the likely cause was corrosion on the rear motor assembly, drveshaft, potted trigger assembly, and bearings. Each of those parts were replaced along with other components. Service repaired and returned the device to the customer.